Event description:
The patient experienced a burning sensation when the stimulation was on. On (B)(6) 2012 while she was sleeping her stimulation "went crazy" and she could not use her patient programmer to adjust the stimulation which resulted in a panic attack. The next day while sleeping she experienced a burning sensation at the ins site. She typically runs her ins at "200" but she had to turn it down to "80". She had not turned the stimulation off to see if that would resolve the burning sensation. Additional information has been requested.

Manufacturer narrative:
Lead: model 39565-65, serial# (B)(4), implanted: 2010 (B)(6), explanted, recharger: model 37752, serial# (B)(4), programmer: model 37743, serial# (B)(4). (B)(4).